Manufacturer narrative:
Conclusion - additional parts on order.

Event description:
It was reported via repair work order that the bed lost power due to blown fuses and a cpu board malfunction. It was further reported that the power cord had a bent ground prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed keeps blowing fuses and losing power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the bed keeps blowing fuses and losing power. Follow-up submitted as further investigation determined the bed lost power due to blown fuses and a cpu board malfunction. It was also found that the power cord had a bent ground prong.